Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's experienced an infection and a hematoma. The patient implant wound was noted to have been oozing and the wound was evacuated. Wound cultures were taken and grew pseudomonas. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to the infection and antibiotic treatment was provided. A new system was implanted about a week later. No further patient complications have been reported as a result of this event.